Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 18.9mmol/l at the time of event and the patient was treated with correction injection via multiple daily injections(mdi). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009607, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009607". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009607 was manufactured according to the work instruction (wi) version 117 and manufactured in the line inset 7 on 12/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k00329 was manufactured according to the wi version 65 and manufactured in the machine sc01 on 12/oct/2024, with a total of (B)(4) units. The lot 4k02275 was manufactured according to the wi version 65 and manufactured in the machine sc02 on 09/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. -conclusion summary of complaint investigation: as a result of the following: no corrective and preventive action (CAPA) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.